Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the issue resolved and the customer successfully filled the cartridge. Customer¿s blood glucose was 313 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.